Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received unexplained multiple no delivery alarms. The user also reported rejected batteries, motor error alarm, and keypad buttons that were harder to press. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed as the user declined transfer to the helpline. No harm requiring medical intervention was reported. The pump will not be returned for analysis.